Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device remains implanted.

Event description:
It was reported post implant of a realize adjustable band, the patient was seen for port site pain and a hematoma. It is unknown what tests were performed to determine that the hooks were deployed, however, the port was out of the fascia. The band and port remains implanted. Additional follow up is being conducted. If additional details become available, a 3500a supplemental will be sent.